Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the user's handling caused unexpected stress on the charge-coupled device (ccd), and that the image was no longer produced due to the malfunction of the image-output mechanism. The instructions for use have the following statement which can prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed due to a faulty charge-coupled device (ccd). There was a kink noted in the unit¿s cable. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, there was no image displayed on the facility¿s camera head. The customer believes the unit was dropped. There was no patient involvement reported.